Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. On this same date, the patient was hospitalized for peritonitis. On (B)(6) 2011, the patient was given a loading dose of vancomycin 2gm, ip, and fortum 500mg, ip, and began treatment with vancomycin 50mg, ip, once daily, fortum 250mg, ip, once daily, ceftadizime 250mg, ip, once daily and heparin 2000iu, ip, once daily. The root cause of the peritonitis was unknown. At the time of reporting, the patient was still hospitalized and continued to receive treatment with vancomycin, fortum, ceftadizime and heparin. The outcome for peritonitis was unknown. Dianeal therapy continued. The reporter believed that the event of peritonitis was unrelated to dianeal therapy.